Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer hub is confirmed and appears to be supplier related. One 21 g safecan introducer needle was returned for evaluation. An initial visual observation showed the needle cannula was completely detached from the needle hub. A microscopic observation revealed a small amount of adhesive on the needle cannular near its proximal end, and what appeared to be adhesive residue was found on the proximal end of the detached safety mechanism. The adhesive within the needle hub was observed to be plastically deformed at some locations. What appears to be a void or missing material was observed in the adhesive within the needle hub at one location. The cause of the detached luer hub appears to be poor adhesive application and/or coverage between the interior of the luer hub and the needle cannula. The investigation has been forwarded to the end-item manufacturer for further evaluation. Reynosa evaluation. Complaint due to ¿needle dislodged from hub¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual performed at vad lab the following was concluded: the needle cannula was found totally detached from the needle hub and the needle cannula was bent at the distal end. A closer view showed a small amount of adhesive near the proximal end of the needle cannula. The adhesive within the needle hub appeared to be uneven and deformed. A lack in adhesive bonding was observed within the needle hub. This condition was caused during manufacturing process at supplier facility and may have been potentially caused the reported event in this complaint. Therefore, the cause of this condition is supplier related. The sample was not in a protective container inside the shipping packaging which may have contributed to the damage on the needle cannula. An incident report was issued to notify our supplier about this issue. A lot history review (lhr) of reeq3537 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the clinician inserted needle into patient to gain access. Once accessed, rn began to prep the wire to thread through the needle however when he looked back at the needle the plastic casing at top had fallen off into the sterile drape and left a fully exposed needle sticking out of the insertion site. Rn then took out the needle and re-stuck the patient with a new needle from a ez-micropunture set.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reeq3537 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the clinician inserted needle into patient to gain access. Once accessed, rn began to prep the wire to thread through the needle however when he looked back at the needle the plastic casing at top had fallen off into the sterile drape and left a fully exposed needle sticking out of the insertion site. Rn then took out the needle and re-stuck the patient with a new needle from a ez-micropunture set.